Event description:
It was reported that while the physician was attempting to load the stent onto the guidewire, the stent began to prematurely deploy while outside the patient's body. There was no reported injury.